Manufacturer narrative:
This is two of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2020-11134. Investigation is ongoing.

Event description:
As reported by the edwards japanese affiliate, during the tf tavr procedure for a 26mm sapien 3 balloon separation following balloon rupture occurred. The patient had a history of endovascular treatment and has a stent in both external iliac arteries (eia). During deployment with 2ml less than nominal volume the balloon ruptured. Transthoracic echocardiography (tte) revealed that paravalvular leak (pvl) was trivial and post dilation was not required. When the commander ds was withdrawn, it was confirmed that the e-sheath had a tear and the stent implanted in the eia caught the balloon of the commander ds. Although the commander ds was withdrawn very carefully, balloon shoulder of proximal side was separated. During the attempt to pull back the delivery system, the nose tip, part of the balloon, and wire attached to nose tip remained inside the sheath. When the operator pulled back the wire, only wire was removed. Then the sheath was pulled back without difficulty. Inside of the sheath the nose tip and part of balloon were stuck. It was confirmed that no piece of device remained in the patient's body. Once the wire and nose tip were removed with the sheath, a new e-sheath was inserted to check the vessel damage. It was confirmed that there was no injury and the procedure was completed. Per the physician, the commander ds was difficult to advance through the sheath at the area of eia. It required considerable force to advance and this may have caused the damage in balloon. The part of e-sheath at the location of the eia was severely damaged and a liner tear was noted. Additionally, the tip was folded back inwardly along with the ruptured balloon. The tip was intact.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The esheath was returned to edwards lifesciences for evaluation. During visual inspection, a line tear was observed 6 inches from the distal tip. Partial liner delamination was noted at the distal end, approximately 0.25 inches in length. Deep scratches were observed along the full sheath shaft and along the middle of the shaft, approximately 0.75 inches and 2 inches in length. The liner thickness was measured along the length of the tear. Thickness deviating from the specification could contribute to liner tear and/or be indicative of a manufacturing non-conformance. Due to the location of the tear, only one side of the liner was able to be measured. The liner thickness was found to be within specification at all measured locations. Due to the condition of the returned device, functional testing was unable to be performed. During manufacturing of the esheath, the sheath and sheath components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. A DHR review was performed and did not reveal any manufacturing nonconformance that would have contributed to this event. A lot history review was performed and did not reveal anything that could have contributed to the events. A review of complaint history from april 2019 to march 2020 revealed other returned complaints related to sheath resistance with delivery system, torn liner and liner delamination. In one case, resistance during advancement of the delivery system may have been a result of improper seam expansion during insertion of the delivery system, however, no manufacturing non-conformance was confirmed. The occurrence rates did not exceed the march 2020 control limits for the trend categories. Imagery provided shows the patient¿s access vessels were calcified, undersized, and tortuous. The IFU, device preparation training manual, and procedural training manual were review for instructions relating to the complaint event. The operator is instructed to not use the device in patient¿s who have tortuous or calcified vessels that would prevent safe entry of the introducers and esheath. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity, and degree of calcification. If push force is high, the operator is instructed to consider slightly pulling back the sheath while advancing the thv/delivery system. Excessive force should not be used during the removal of the devices. Care should be taken when removing the delivery system through the tip of the sheath. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event was confirmed based on the condition of the return device. However, no manufacturing non-conformance was identified during the evaluation. A review of the lot history, DHR, complaint history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to complaint event. Additionally, a review of the IFU and training materials revealed no deficiencies. As mentioned in the description, ¿commander ds was difficult to advance through the sheath, at the area of eia and it required considerable force to advance and this may have caused the damage in balloon.¿ as the per provided 3mensio imagery, the patient¿s access vessel was heavily calcified and undersized with a stent present (<5.5mm) with a stent present. Per the training manual, ¿push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.¿ tortuosity can create a challenging pathway for delivery system insertion through sheath. The presence of a stent, calcification and small luminal diameter can prevent the sheath from fully expanding, increasing the necessary push force to advance the delivery system through the sheath. Additionally, as reported that ¿balloon separation following balloon rupture occurred.¿ withdrawal of a burst balloon with an altered balloon profile through the sheath can potentially result in the balloon catching on the sheath distal tip. The liner can be delaminated with additional of excessive device manipulation. Per procedural manual, ¿if delivery system balloon ruptures or leaks during deployment without thv embolization. Do not use excessive force. Take care when crossing the thv, tracking back over the arch and removing the delivery system (through the tip of the sheath).¿ subsequently, it is likely that the interaction between the altered balloon profile, sheath liner, and calcification may have weaken the sheath liner with additional force and manipulation required to withdraw the burst balloon and lead to the liner tearing. A definitive root cause is unable to be determine. However, available information suggests that procedural factors (burst balloon retrieval) and/ or patient factors (calcification, undersized vessel, tortuosity) contributed to the complaint event. Since no edwards defect, which could have resulted in the complaint, was confirmed, no corrective or preventative actions are required. Additionally, since no product non-conformance or IFU/training deficiencies were identified and complaint occurrence rate did not exceed the control limit for applicable trending category, a product risk assessment (pra) is not required.